Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady device previously showed two years remaining longevity then went to one year remaining. Boston scientific technical services (ts) discussed about in session changes can change longevity projection. To date, the device remains in service. No adverse patient effects were reported.